Manufacturer narrative:
Other applicable components are: product ID: 3487a, lot# j0216853v, implanted: (B)(6) 2003, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post laminectomy pain, non-malignant pain, and failed back surgery syndrome. It was reported that the patient had an infection "about over 15 years ago," that was present at the ins site and extension/lead sites. The type of infection was not known. The patient stated that they were really sick and in the hospital for a very long time. The patient stated that the doctor told them if they didn¿t catch it they may not be alive. The entire system was explanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.